Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was swelling. There was a confirmed infection at the lead site. The patient was in the hospital for 3 days and had to have the leads taken out in (B)(6) 2016. The patient was on IV antibiotics for 3 hours a day for a month. The infection was reported to have resolved. It was reported that the implantable neurostimulator (ins) was removed on (B)(6) 2016. The patient donated their external equipment.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.